Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.

Event description:
It was reported that the device battery was not charging and the device was not powering on. There was no patient involvement. The philips authorized service provider evaluated the device and traced the reported problem to a faulty therapy pca. The philips authorized service provider will replace the therapy pca. When the therapy pca has been replaced, the device will be returned to use with the customer.

Manufacturer narrative:
Report originally submitted with cfn#1218950; the correct cfn# is 3030677.

Event description:
It was reported that the device battery was not charging and the device was not powering on. There was no patient involvement. The philips authorized service provider evaluated the device and traced the reported problem to a faulty therapy pca, processor pca, and capacitor. The philips authorized service provider replaced the therapy pca, processor pca, and capacitor. The device passed all performance assurance tests and was placed back into use with the customer. As multiple components were installed in the process of repairing the device, a definitive cause for the failure could not be determined.

Event description:
It was reported that the battery was not charging. There was no reported patient involvement.